Event description:
It was reported that error code 41622 was experienced. The issue was found during testing. No patient involvement.

Manufacturer narrative:
It was reported that during testing the device displayed an error message. A manufacturing device record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection of the device identified that the tampered seal label was missing. The device failed functional testing, the primary problem was device was inoperable. The root cause was mechanical the flat and hubs gears stuck or jammed. Action taken was to replace the both the flat and hub gears. Initial reporter is unknown. No information has been provided to date. D5 is unknown. No information has been provided to date.